Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 2 years and 1 month. The device is expected to be returned for evaluation. It has not yet been received. The event occurred at the university of tokyo in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that pump stoppage, low speed operation, and low flow alarms occurred. An issue with the percutaneous lead (driveline) was suspected. The patient underwent a pump exchange on (B)(6) 2018 due to the driveline issue. No further information was provided.

Manufacturer narrative:
The evaluation of heartmate ii lvad confirmed an issue that could have contributed to the report of pump off, low speed operation, and low flow alarms. The submitted system controller log file captured several pump stops and low speed advisory/hazard events while the system controller was connected to a power module. In addition, low flow hazard alarms were captured, associated with the estimated flow reaching values below the low flow threshold of 2.5 lpm as a result of the low speed events. Based on previous complaint experience, the observed events appear consistent with a potential percutaneous lead issue. Metal braided shield breakdown was observed in the returned percutaneous lead (driveline). Hipot testing of the percutaneous lead revealed a breach in the insulation of the black wire adjacent to the metal connector and a breach in the orange wire in the insulation of the orange wire, exposing the inner conductors. The damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the black or orange wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have resulted in the pump stops and low speed hazard/advisory events observed in the system controller log file. In addition, if the exposed conductors of both wires made contact with the metal braided shield simultaneously, the resulting electrical phase-to-phase short could have resulted in pump stops and low speed hazard/advisory events while connected to any power source. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.